Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Although the device powered on as designed, the device's power management board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.